Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and was sent home by doctor. Customer¿s blood glucose level was 431 mg/dl at the time of incident. Customer was stated that they were taking some steroids. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.